Event description:
The customer reported to olympus, the tracheal intubation fiberscope displayed a black spot in the image. During the inspection and testing of the returned device, the coating on the image guide insertion section tube was peeling off. There were no reports of patient harm associated with this event. This MDR is submitted to capture the reportable malfunction of the peeling coating found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image guide (ig) bundle was significantly broken. The coating of the insertion part of the ig serpentine tube was peeled off and the insertion part was also crushed. Scratches were found on the control body, the insertion part of the ig serpentine tube, the eyepiece, the control grip, the vent under the grip, the fixed ring, the light guide cover, the up/down plate and the angle lever. There was insufficient suction and the channel cleaning brush could not be inserted as the forceps channel was crushed. The control body was damaged and its suction base could not maintain the water tightness. There was a stain on the ig bundle and the bending angle was insufficient as the angle wire was extended. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.